Event description:
The patient was implanted with a left ventricular assist device. Approximately 1.5 years post-implant, the patient called the clinic about receiving a continuous red heart alarm, a continuous audible alarm and feeling vibrations within his chest. According to the patient, this event occurred while on power base unit (pbu) support. The patient was then transported to the hospital by ambulance and at that time was switched to battery power. While in transport, the pump started on its own. Upon arrival to the hospital, the external components were exchanged. A download of the system controller log file was performed. A review of the log file revealed a period of pump speed at 0 rpms, pulsatility index (pi) of 14 and low flow alarms. An x-ray was performed and showed what appears to be thickening or swelling of the percutaneous lead at the pump housing. During patient monitoring at the hospital, another pump stop occurred while the patient was connected to new external components. As the reported pump stops were occurring only while the patient was connected to pbu support and not while on battery support, a pbu cable with a modified ground wire was provided to the patient. Since connection of this pbu cable, there have been no further pump stops. The patient will continue to be monitored at the hospital for the next few days to verify the patient remains stable and the pump stops cease to occur. Additional information as noted by the hospital was that the patient has had a weight increase of approximately 40 kg since pump implant. The hospital staff will determine if the patient is a suitable candidate for natural heart recovery, transplant, or pump replacement.

Manufacturer narrative:
The patient remains on lvad support with the original pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.